Manufacturer narrative:
(B)(4). Customer has indicated that he product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01217, 0001825034-2020-01218, 0001825034-2020-01220, 0001825034-2020-01222, 0001825034-2020-01223.

Event description:
It was reported that patient rasp instruments were found to have fractured on the medial side. It is unknown how and/or when the fractures occurred and no known harm or injury to a patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that during an initial hip procedure, the rasps fractured. No fractured pieces were retained by the patient. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a1; a2; b5; e1; e2; e3; g4; h2 investigation is in process and a follow up will be submitted upon completion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Photos of product show fracture occurred within the .263 hole and toward the cutting teeth of the instrument. Product was not returned. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.